Manufacturer narrative:
Concomitant products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type extension; product ID 377875, lot# v007655, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type lead; product ID 377875, lot# v007655, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the hcp planned to replace the percutaneous leads with a new paddle lead. When the ipg pocket was opened there was some redness, swelling and some pus. A decision was made to explant the full system and treatthe infection as necessary. A suspected infection was reported and it was reported that a culture was taken from the device pocket.it was reported that the patient would be treated for infection and would be re-implanted as a future date. It was reported that there were no patient symptoms / injuries related to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported at the patient's first visit the area around the generator did not appear right. The patient presented with redness. The primary location of the infection was the device pocket and a culture was obtained. The organism cultured was (B)(6). The patient was treated with oral antibiotics and the infection resolved.